Manufacturer narrative:
Philips (B)(4) engineering reviewed the piic alarm logs and determined the following: the device came online at 3:52pm, was put into standby at 11:17pm, and then was brought back online at 2:45am. Therefore, from 11:17pm to 2:45am the device was in standby and the patient was not actively being monitored. When the device is put into standby, no patient data is being sent to the central station information center and no alarming at the central station information center can occur. The patient strips and alarm logs show that there was no monitoring or alarming during the 11:17 to 2:45 time period for this patient. There is no data to support that a philips malfunction occurred. Based on the information provided the issue is most consistent with a user related issue since the user put the device into standby and resumed monitoring over three hours later. The m4841a was sent to the bench for testing and evaluation. The bench technician tested the device and found that it was working to specification. The device passed all system and functional tests and the only issues found were cosmetic. Information was provided to the customer about the piic alarm log information found. Based on the information provided there is no data to support that the m4841a telemetry transceiver or the m3150b piic was malfunctioning or not performing to specification. Per philips (B)(4) engineering upon their review of the piic alarm logs determined that the piic came online at 3:52pm, was put into standby at 11:17pm, and then was brought back online at 2:45am. From 11:17pm to 2:45am the device was in standby and the patient was not actively being monitored. When the device is put into standby, no patient data is sent to the central station information center and no alarming at the central station information center can occur. The patient strips and alarm logs show that there was no monitoring or alarming during the 11:17 to 2:45 time period for this patient. There is no data to support that a philips malfunction occurred. Based on the information provided the issue is most consistent with a user related issue since the user put the device into standby and resumed monitoring over three hours later.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was an adverse patient incident on (B)(6) 2016 where an investigation was needed to evaluate the alarms to see if there were red alarms being generated and when. The bed was tele_d and the time in question was from 11:00 pm (B)(6) 2016 to 2:45am (B)(6)2016. There was a report of a patient death.